Event description:
When the pt went into asystole, the 78560a did not generate an audible or visual alarm. A nurse was present in the room when the pt died. After the event, the nurse reviewed the alarms. The pt had generated a ventricular tachycardia alarm before asystole, but no one in the unit heard the ventricular tachycardia alarm. The customer said that the product did not contribute to the death of the pt.